Event description:
Acct states unit is broken, not specific on errors, no incident or injuries reported. After trouble shooting, found no functions for tren and reverse tren. Replaced foot board, assy unit working now.